Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The heater test failed. Thermistors did not activate due to a short on f1 fuse on ac distribution board. Ac distribution board was replaced for further testing. The heater test passed. Thermistors became functional with new ac distribution board. The functional ac distribution board was removed at the end of the investigation. A valve actuation test and system air leak test passed. A 2 hour 15-minute simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that the liberty select cycler alarmed with a fluid temperature out of range alarm during step 5 of setup. The patient indicated that the catheter line was kinked. The patient confirmed that this issue started occurring after a power outage in the home. The patient must put a heating pad on the heater tray for the cycler to continue the set up. The patient was not connected during the incident. The cycler was not near a cool/heating source. Solution bags were stored away from cycler in 73 degrees-controlled room. At that point in time, the technical support representative advised the patient to continue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the f1 fuse on the ac distribution board was identified.